Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the trocar tip broke off when the laparoscopic camera lens was inserted into it. No additional information is available from the account.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one visprt plus 5mm-12mm trc opened by the account. The lens was disengaged and not received. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. Product analysis suggests the product was not used in a surgical procedure. The reported condition was confirmed. The root cause of the observed condition could not be identified based on the information available due to disengaged lens; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.